Event description:
A 70 yr old female with confusing and unclear history of bilateral augmentation. Silicone implant of 6-7 yrs was removed from right. Pt required capsulotomy and implant exchange. She also required bilateral mastopexy. "Saline implant 18 yrs prior with deflation of left six yrs prior. Silicone placed 6 yrs prior and repositioned post operatively 5 yrs prior became infected and replaced months later".